Event description:
The reporter stated that the end-user claimed to be driving out of a van onto a wheelchair lift/ramp and did not stop. The end-user continued off the ramp and went off the ramp. The end-user claims received injuries, but did not state what type of injuries she sustained.

Manufacturer narrative:
As of this date, there has not been any parts or the chair returned to the manufacturer for evaluation.